Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The reported event of auto-reduction was confirmed. As received, the octrode lead had all its internal wires broken, that would cause impedance issues that will results in auto-reduction and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.